Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm any machine malfunction. The unit was running on battery power for 30 minutes before receiving a 'low battery alarm' and shut down, the unit operated as designed. The unit was returned to service. Despite several attempt to acquire additional information from the hospital, it is still unclear if this loss of power caused or contributed to the patient's cardiac arrest. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to ventilate on a patient who was having a heart attack. There was no report of the current status of the patient. After the case the biomedical technician noted the power cord was not connected properly.